Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that she is going to be traveling for the next 10 days. Customer stated that there is a crack or hairline fracture on the right side of the screen toward the bottom of the battery compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was monitored, and no blank display was noted. All operating currents were within specification. The pump passed the self test. No unexpected low battery or off no power alarms were noted. No damage to the isolation tape on the lcd board was noted. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, and a cracked display window.